Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary inc ontinence, anterior wall prolapse, posterior wall prolapse. It was reported that after the implant, the patient experienced injury, pain, discomfort, urinary problems, dyspareunia, erosion and urinary incontinence. Post-operative patient treatment included required intervention to prevent permanent impairment/damage and additional surgeries.